Manufacturer narrative:
The sample line may contain blood, diluent and clenz. A bci field service engineer (fse) replaced fd2, solenoid 118, duro tubing, and tubing to dispense probe to address the leak. A definitive root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a liquid leak at the tip of the dispense probe on the lh750 coulter lh 750 slidemaker. The customer was wearing personal protective equipment (gown, gloves and goggles) and never came in contact with the spill. No change to patient treatment, no death, serious injury, or exposure to mucous membranes or open wounds been reported in association with this event. The operator did not seek medical attention.